Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 5:30 am for diabetic ketoacidosis with a high blood glucose level of 501 mg/dl. The customer stated that their pump did not alarm a no delivery alarm when their reservoir was low. The customer did not want to check their settings on their pump and did not want assistance preforming a self test. The customer stated that they were hospitalized because of the absence of the alarm from their pump. The customer's pump was replaced. No further information was provided.